Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic knee repair, with the use of a mitek fms duo pump for fluid management, the pt's leg became extravasated; they say that the unit was not reading pressure correctly. The surgeon stopped what they were doing and focused their attention on squeezing and massaging the pt's leg to dissipate the fluid. After 30 minutes the surgeon resumed the procedure and completed the case successfully without further issue or harm to the pt.